Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the therapy connector seal was misaligned in the front case. After removing the front case and reassembling the therapy connector assembly, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer initially reported that their device would not pass its user test. After an evaluation by physio-control, it was observed that the device would only intermittently recognize a paddles lead connection. Without the recognition of the paddles lead, the device would not be able to provide defibrillation energy to a patient.there was no patient use associated with the reported failure.